Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the procedure completed and swapping out to a new arctic sun device from original one giving low flow & patient line open alert. Also swapped out pads. Set up new device and restarted therapy, water flow rate (wfr) was stabilized at 1.2 l/m. Provided direct number and encouraged them to call back with any additional questions or concerns.

Manufacturer narrative:
The reported event is confirmed cause unknown as they changed the pads and flow rate issue is solved. Sample was not available for evaluation. The instructions for use were reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the procedure completed and swapping out to a new arctic sun device from original one giving low flow & patient line open alert. Also swapped out pads. Set up new device and restarted therapy, water flow rate (wfr) was stabilized at 1.2 l/m. Provided direct number and encouraged them to call back with any additional questions or concerns.